Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the reported hematoma appears to be related to procedural conditions (maneuvers during use of the second steerable guide catheter (sgc)). The reported treatment with medication was a case specific circumstance as the heparin was reversed with protamine for treatment. The reported patient effect hematoma as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The first sgc used on this patient is filed under a separate medwatch report number.

Event description:
This is filed to report the atrial wall hematoma during use of the second steerable guide catheter (sgc), lot 90729u122. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient with a rotated heart and scoliosis. The pigtail guide wire was at the ostium of the pulmonary vein when the echosongrapher noted a hematoma on the lateral side of the atrial wall. The physician had just crossed the septum without difficulty with the sgc when the echosongrapher asked him if he had crossed. After this question was asked, the physician advanced the sgc a little further and the hematoma was noted. There was no bleeding noted. The procedure was aborted and the sgc was removed. It was initially suspected that both the pigtail guide wire and the sgc may have contributed to the hematoma. The heparin was reversed with protamine. The patient remained on the ventilator, but was stable through out the procedure. The patient had a CT scan which showed no worsening in the hematoma. After reviewing the CT scan, the physician suspected that when they went in with the second sgc, it was already touching the lateral wall of the atrium because of the heart's rotation, resulting in the hematoma. No additional information was provided.